Event description:
On (B)(6) 2008, I had a laparoscopic nissen fundoplication to correct severe gerd. The surgeon used polytetrafluoroethylene mesh - bard product #(B)(4), lot# hura 1189, to repair the defect in my diaphragm. The surgeon stated 1/3 of my stomach was within the thoracic cavity. Difficulty in swallowing began one week after the surgery and continued for about one month. During 2010, difficulty in swallowing began again and became progressively worse. I was told it could be from the multiple sclerosis - I was diagnosed in 1999. Twice during 2011, I underwent endoscopies where the provider tried to stretch the stricture which was found. Both of these procedures did not help. (B)(6) 2012, I underwent another laparoscopic procedure to repair the initial surgery. The surgeon found that the mesh which was used initially to repair my diaphragm had "bunched up" and created a stricture thus making it very difficult to eat. Food had been getting stuck in my esophagus and I had to force it out by trying to vomit, as it would not go down. It is now (B)(6) months after the second surgery and I am having trouble swallowing again. I will be contacting the second surgeon to obtain his opinion. He did tell me he was not able to get all of the original mesh out. I was in surgery on (B)(6) 2012, for six hours. See "journal of gastrointestinal surgery" june 2008, "complications of ptfe mesh at the diaphragmatic hiatus", roger p, tatum, sherene shalhub, brant k. Oelschlager, carlos a. Pellegrini. Dose or amount: 2.5cm x 2.5 cm, route: unk. Diagnosis or reason for use: paraesophageal hernia.